Event description:
It was reported that: "pulling air through brown lumen when aspirating blood." There was no reported patient harm or consequences.

Manufacturer narrative:
(B)(4). UDI not complete as the lot# was not provided by the customer.

Event description:
It was reported that: "pulling air through brown lumen when aspirating blood." There was no reported patient harm or consequences.

Manufacturer narrative:
Qn# (B)(4). The customer returned one mac for analysis. Definite evidence of use was observed. The obturator component was located over the hemostasis valve body. Visual analysis of the mac revealed that the extrusion contained one slight kink/bend directly adjacent to the juncture hub. It was determined that this bend would not contribute to the customer report. No other obvious defects or anomalies were observed on the returned device. The hemostasis valve and mac device were then leak tested. Low pressure leak resistance test states, "there shall be no leakage past the hemostasis valve when using a pressure of 38-42 kpa (3psi)." The extension lines were separately attached to the lab leak tester. With the distal end of the sheath occluded, the mac was pressurized to 42 kpa for 30 seconds. No leaks were observed from either extension line. High pressure leak resistance test states, "when tested using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." With the returned obturator occluding the hemostasis valve and the distal end of the mac body occluded, the extension lines were separately attached to the lab leak tester and pressurized to 300kpa for 30sec. No leaking or inter lumen crossover was detected from any portion of the mac, which indicates that the mac assembly is intact. Liquid leakage - hemostasis valve with catheter advanced the parameters from the low-pressure leak resistance test were repeated with a lab inventory 9fr dilator inserted into the sheath. The mac was pressurized to 38-42 kpa for 30 sec and no leaks were observed from any portion of the device. The returned device passed all three functional leak tests performed; therefore, the customer reported issue could not be reproduced during lab testing. A review of the bill of materials (bom) was performed as a part of this complaint investigation. It was identified that the potential lot identified (last lot purchased by this customer) expired. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. The IFU provided with this kit informs the user "flush and connect distal side port to appropriate line as necessary. Confirm and monitor proximal port by aspirating until free flow of venous blood is observed. Connect all extension lines to appropriate luer-lock line(s) as required". The IFU also states, "if catheter introduction is delayed, temporarily cover valve opening with sterile gloved finger until obturator is inserted. Use arrow obturator, either included with this product or sold separately, to occlude hemostasis valve assembly. This will ensure that leakage does not occur, and inner seal is protected from contamination". The IFU also states, "hemostasis valve must be occluded at all times to reduce the risk of air embolism or hemorrhage." The customer report of a leaking extension line could not be confirmed through the investigation of the returned sample. The mac passed all relevant functional leak testing performed, and a device history record review performed on a potential lot revealed no relevant findings. Based on the customer report and the sample received, no problem was identified with the returned device. Teleflex will continue to monitor and trend on reports of this nature.